Manufacturer narrative:
Multiple good faith efforts (gfe) to the customer were attempted to obtain the patient information from the time of the event. No further information was provided by the customer. In a good faith effort (gfe) response received from the field service engineer (fse), it was stated that the issue with the screen being blank could not be confirmed or duplicated during the onsite service that was completed. The v60 was not found to have a blank screen, so no further work was done to repair the reported blank screen issue.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen has gone blank. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer requested onsite service by a field service engineer (fse) to evaluate and repair the device. This investigation is ongoing.